Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on a bd eclipse¿ needle "flew off" when attempting to activate after an injection. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned unit and could not identify any manufacturing related defects. No damage was observed on the safety shield. The sample was subjected to safety shield fall off/break off test, no safety shield disengagement was observed. As a result, the root cause of the reported issue could not be determined. DHR review showed no abnormality was reported on the affected batch during production. Customer complaint trends are evaluated on a monthly basis. Although the defect was not confirmed for this instance, bd has investigated a similar reported issue and corrective actions have been taken to prevent future occurrences of this type. CAPA # (B)(4) has been initiated to address the issue.